Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4) found a broken connector.

Event description:
Information was received from a patient regarding their implantable neurostimulator. It was reported that the implantable neurostimulator recharger (insr) was not charging. The recharger had not worked since implant and the connector pin fell out of the insr and broke yesterday. It was noted that the patient was in pain because she could not use her pain stimulation device and therapy because her recharger was not working. Upon device return, analysis found the connector was broken. Additional information received reported that the patient received assistance from her doctor or manufacturing representative (rep) on (B)(6) 2015 and her concerns were resolved.